Event description:
Customer reported that she have two adc blood glucose meter. On her first meter, she was unable to check her blood glucose levels because the meter does not start after sample applied. On her second meter, it takes about 30 seconds before the meter turns on after test strip insertion. Customer further reported subsequently experiencing sweating, pallor, shakiness, and disorientation. Paramedics were called and responded. Customer blood glucose level was tested many times with their meter and customer was given "fluids to bring her sugar down". Blood glucose readings were not provided. Customer was transported to a health care facility and was seen by the doctor. Customer was diagnosed with hyperglycemia and her blood glucose level was tested many times and was also given "fluids to bring her sugar down". Blood glucose readings were not provided. Customer self-treated with glucose tablets and by drinking orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date listed is the date when abbott diabetes care became aware of the event. The manufacture date of the second meter with (B)(4).